Manufacturer narrative:
(B)(4). Unit passed the delivery accuracy test with 0.08775 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No motor error alarms noted during testing. Motor was tested outside the device and passed. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 385 mg/dl. Customer reported that the insulin pump would not deliver correct insulin and had a motor error alalrm. Customer also mentioned that his blood glucose went up to 500 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.